Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor siltex round moderate profile 475cc saline prostheses experienced bilateral deflation post procedure. The deflation was noted by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-11979 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/7/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The explant date was estimated to be (B)(6) 2019 based on this information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/5/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the sample some lines of shell wear were noted on the anterior and posterior view. In addition an area of siltex cracking was noticed in the posterior aspect. Leak testing revealed a tear approximately less than 0.1 cm within the area of siltex cracking. No other anomalies observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the supplemental report submitted on that same date erroneously read (B)(6) 2019. The proper date has been placed in g4 of this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device was implanted on (B)(6) 2012 in a unilateral procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/26/2019. The explant date has been updated to (B)(6) 2019. When the devices were explanted they were replaced with new mentor siltex round moderate profile 475cc saline prostheses. On 8/9/2019 mentor became aware the following information was erroneously omitted from the supplemental report submitted on 7/1/2019: 2. Is other serious-uncheck. 2. Is required intervention. Manufacturer¿s reference number: (B)(4).